Event description:
It was reported that the pump shut down, cause was unknown. Customer¿s blood glucose (BG) level was displayed as "High", although a specific value was not given. The customer addressed their BG with a correction injection. During troubleshooting with Tandem Technical Support, the customer confirmed that they were able to turn the pump back on successfully after plugging it into a power source, but declined further troubleshooting to determine cause of the shut down.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.